Event description:
It has been reported by the customer that: back rest jammed. Nurse tried to lift frame to raise pt up, which had caught on the x-ray tray. Reported as nurse sustained back injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh on behalf of the importer arjuhuntleigh (B)(4). The device was inspected at the user facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.